Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Surgeon was inserting screw into pt and 2 screws broke off at mid shaft. Only 1 screw recovered. Procedure completed with another set. No pt adverse event.